Event description:
It was reported that the right ventricular (rv) lead was placed in rv port as backup due to high capture threshold. The lead remains in service. No asystole noted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).